Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of helix break was not confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found the outer and inner helixes to be within spec. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the atrial leadless pacemaker (lp) was crushed. The lp was removed and implant attempt abandoned. The patient was in stable condition.